Manufacturer narrative:
A conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned without blood or contrast visible. The stent implant was returned stationary of the balloon. The stent implant was pushed distally 6 mm. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was a kink in the hypotube, 16 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the stent implant outer diameters and the outer diameters were oversized. Product performance engineering reviewed the incident information and analysis of the returned sds. It was reported that the stent was dislodged upon removal from the package. Analysis could not confirm the stent dislodgement, as the stent was found stationary but located ... Mm distally on the balloon. It is suspected that the stent may have been pushed back onto the balloon after it was discovered dislodged, prior to packing/shipping back to abbott vascular for evaluation. There were crimp marks on the tightly folded balloon between the markers, indicating that the stent had been properly positioned at the time of manufacture. The outer diameter of the stent and was measured, but was oversized. However, because stent outer diameter is verified 100% at the time of manufacture and testing units in this lot were all well within the requirement specification, this oversizing most likely occurred at the time of stent dislodgement, as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent movement criteria, which would indicate the unit had an ade.... Crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the dislodged stent in this case can be determined. It should be noted that during the analysis, it was also observed that there was a kink in the hypotube. There was no report of this damage in incident report and it likely occurred as a result of handling the sds during packaging for shipment back to abbott vascular for evaluation. It does not appear that this damage was related to or contributed to the reported dislodged stent. All stent delivery systems are visually inspected online for stent placement and security. The lot history records (lhr) were reviewed and there were no non-conforming material reports issued for this lot that were related to the reported dislodged stent. The release testing data was also reviewed. There is no indication of a manufacturing quality issue. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the rx vision stent implant dislodged onto the backtable when the stent delivery system (sds) was removed from the packaging hoop. There was no patient involvement with this sds. No additional event or patient information is available.